Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of extrinsic outflow graft obstruction (eogo) was confirmed during the evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The reported event of discoloration and superficial damage to the pump cable was also confirmed during evaluation of the returned lvas. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The remainder of the pump cable was returned in two segments. The modular cable was also returned. The sealed outflow graft was returned secured to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured within the cuff lock. Examination of the sealed outflow graft confirmed a longitudinal crease along the proximal portion of the graft that was covered by the bend relief. The bend relief showed indication of distortion. Removed of the bend relief found that the normal tissue accumulation of the exterior of the graft had filled in the crease, indicating that the crease had been present for an undetermined period during support. A specific cause of the crease could not be determined; however, the observation is consistent with eogo. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual examination of the returned pump cable revealed superficial damage to the outer jacket approximately 2.5¿ from the inline connector and tape approximately 3¿ from the inline connector. The tape was removed and additional superficial damage to the outer jacket was observed approximately 3.5¿ from the inline connector. The inline connector bend relief of the pump cable was observed to be discolored. The pump header and pump-end bend relief appeared unremarkable. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. There were no log file findings that would suggest the observed eogo resulted in a flow issue. A corrective action has been initiated to investigate extrinsic outflow graft obstructions. A specific cause for the discoloration and damage to the pump cable could not be conclusively determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the evaluation of the returned pump revealed extrinsic outflow graft obstruction (eogo), discoloration of the pump cable inline connector bend relief, and damage to the outer jacket of the pump cable.